Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2019. During the first visual inspection, no visual damage or anomalies observed. On (B)(6) 2019 during the second visual inspection, reddish brown material was found inside the pebax. This lab finding was assessed as not reportable since there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on (B)(6) 2019, the scanning electron microscope (sem) analysis revealed mechanical damage and a hole on the pebax surface. Object that caused the damage is unknown. No other anomalies were observed. The hole in the pebax was assessed as a reportable issue since the device integrity was not maintained. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an atrial fibrillation cryoablation procedure where a thermocool® smart touch® sf bi-directional navigation catheter was used for phrenic nerve pacing and suffered cardiac tamponade requiring pericardial window. During the procedure, post freezing the veins, a cardiac tamponade was diagnosed via intracardiac ultrasound. A pericardial window was performed by the physician. The patient was stable and transferred to the intensive care unit for observation. Extended hospitalization was required due to the pericardial window. The patient has improved. Physician is unsure if the cause of the event was either procedure related or patient condition related. It was not related to a biosense webster, inc. Product malfunction. Transseptal puncture was performed with a baylis sheath and needle. The thermocool® smart touch® sf bi-directional navigation catheter was used for reference only to pace the phrenic nerve; no radiofrequency was performed. There were no error messages observed on biosense webster equipment during the procedure. It was assessed that while it is very unlikely that the thermocool® smart touch® sf bi-directional navigation catheter resulted in the perforation, it cannot be completely ruled it out. It was set to perform pacing of the phrenic nerve and therefore adjacent to atrial tissue in the right atrium. It is possible to have resulted in perforation. Therefore, this event will be reported under the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
Investigation summary: it was reported that a 75-year-old female patient underwent an atrial fibrillation cryoablation procedure where a thermocool® smart touch® sf bi-directional navigation catheter was used for phrenic nerve pacing and suffered cardiac tamponade requiring pericardial window. During the procedure, post freezing the veins, a cardiac tamponade was diagnosed via intracardiac ultrasound. A pericardial window was performed by the physician. The patient was stable and transferred to the intensive care unit for observation. Extended hospitalization was required due to the pericardial window. The patient has improved. The device was inspected and no visual damage or anomalies observed. Then, during the second visual it was found reddish brown material inside the pebax. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage and a hole on the pebax surface. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).